Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pace impedance measurements were out of range when it comes to the left ventricular (lv) lead and this cardiac resynchronization therapy defibrillator (crt-d). It was noted that the lv lead will be explanted when the crt-d will be explanted, which won't happen for a year. No adverse patient effects were reported.

Event description:
Additional information noted that during a follow up and during testing continued out of range pace impedance measurements were noted as well as high pacing thresholds. The crt-d was programmed in the right ventricular with a long av delay to avoid stimulation in the ventricle. No further changes were made to the system.